Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: no defect was found. The black box shows on (B)(6) 2014 12:42 a loss of prime associated with a cartridge change; deliveries resumed at 22:07. Pump was exercised for 24hrs with returned battery cap/returned cartridge cap; no eaw¿s occurred during this time. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The tdd¿s add up correctly and reflect the user programmed basal rate. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 500 mg/dl with thirst, no ketones. During troubleshooting, customer support found that the pump was not delivering basal rate as programmed: basal history did not match active basal program. Cs found no other health conditions or medications that may have contributed. The patient was advised to discontinue pump use. This complaint is being reported because the delivery issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.